Event description:
A review of service data detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the belt box test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed the belt box test. The cause of the belt box test failure has been isolated to components u727 and u728, input logic translators, on the pca board sn 56010625. Both components were internally shorted. The root cause of the shorted components was unable to be positively determined. No adverse event resulted from the shorted components.